Event description:
Dealer alleges that the lift was not moving at all. The dealer ran direct power to the lift actuator and he said it allegedly sparked and now the batteries show no voltage. Dealer was advised they may need new batteries due to the age of the lift. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 10 years 9 months old. The user manual part number 1078987 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.